Manufacturer narrative:
The monitor was returned to ge's service center (depot repair) where the reported complaint was duplicated. There it was determined that the display and I/o board were faulty. The boards were replaced, correcting the reported issue.

Event description:
It was reported that no sound was coming form the cardiocap 5 monitor, and the screen was blank.